Event description:
It was reported that the insulation of the bowel grasper instrument was coming off from the shaft. The device was not used on a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of insullation coming off from the shaft is confirmed. Black tube insulation is damaged at the distal end. Insulation is gouged on one side and has 1.05 x .135 and .210 x .135 pieces missing roughly 6.1 above the snake wrist. There are various areas below the missing sections where the insulation has been lifted up. No other damage found.